Event description:
An amo field service tech reported that while inspecting the wavescan at the customer location for a report of non operation, he noticed visible smoke marks on the back of the computer unit. Internally, he found the video board was burnt at the corner and bottom and the motherboard had evidence of melting at the bus slot. The customer indicated that the smoke alarm had been triggered, however, they did not associate this with the wavescan. No one at the customer location reported witnessing the wavescan smoking. The field service engineer indicated that there was a smell of burnt electronics in the room where the equipment was installed. Amo believes that the wavescan pcb component failing resulted in enough smoke being emitted to have triggered the smoke alarm.

Manufacturer narrative:
The amo field service engineer inspected the video board from the wavescan computer and found the capacitors had burnt and were the cause of the board failure. No further info is available.